Event description:
It was reported that a revision was completed for creo mis locking caps due to patient pain and were found to be loose. This event occurred in hong kong.

Manufacturer narrative:
The subject devices were returned for evaluation. No imaging was able to be provided. Inspection shows the bottom surface of each locking cap to have non-uniform wear markings only around their outer surface. One locking cap appears to have significant thread wear or markings along its outer surface. These patterns may indicate that each respective screw head and locking cap were not normalized to their mating rod. The exact cause of the reported issue could not be determined.

Manufacturer narrative:
Neither device or any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported from a representative from (B)(6) that a revision was completed for creo mis locking caps due to patient pain and were found to be loose.